Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the tip appeared to be chipped. There was no patient injury.

Manufacturer narrative:
The device history record (DHR) for lot 2435801764 was reviewed and no anomalies related to the reported issue were observed. The physical device was received for evaluation, and the reported condition was not observed. A definitive root cause could not be determined. Based on this information, no corrective actions are warranted at this time. We will continue to track and trend through our monitoring programs and take actions as applicable.